Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No cal error alert noted during testing. The insulin pump was received with severely scratched display window noted, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were scratches on the screen. The patient's blood glucose at the time of incident is unknown. The scratches made the screen difficult to read. The insulin pump will be returned for analysis.